Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies and motor corroded motor assemblies. The insulin pump history could not be verified due to blank display. The insulin pump was also received with moisture damage to keypad traces. The insulin pump had minor scratches on lcd window and cracked case.

Event description:
It was reported the customer received a button error alarm. Customer's mother also reported fluid exposure to the customer's insulin pump. The mother stated the customer had a blank display after the fluid exposure. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.